Manufacturer narrative:
(B)(4). The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. All baseline testing completed and verified to operate as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. The device never triggered replacement indicators. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that surgical intervention was required to explant this device system due to infection, which is considered life threatening. No additional adverse patient effects were reported.